Event description:
On (B)(6) 2010, had a genesis ii total knee replacement. This item did not correct the problem I was having. Knee continues to be weak and sometimes gives way, major pain in knee and unable to bend naturally have to sit down on floor and struggle to get back up turning over onto knee and pushing myself up. This does correct the defect only keeps it the same or worse. Pain has become worse.